Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported buttons on the pump was sticky and not responsive, also lights on display were not working. The customer reported no adverse event. The event involved product(s) mmt-751nas. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-751nas.

Manufacturer narrative:
Unit received with detached end cap. However, passed self test and displacement test. All buttons function properly. Back light function properly an no anomaly noted. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for keypad/button/back light anomalies complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked lcd window, cracked case of display window corner, partial broken reservoir tube lip, stained end cap sticker, stained address/serial number label. Keypad/button/back light anomalies not confirmed. Unit received with detached end cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.